Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a critical pump error and a crack at the case of the battery tube side of the insulin pump. The blood glucose value at the time of the event was 400 mg/dl. The hyperglycemia was treated with manual injection. The event involved product(s) mmt-332a, unomedical, mmt-1884. Troubleshooting was not performed for hyperglycemia. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for a critical pump error, and the customer found damage to the pump. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode.no further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.